Manufacturer narrative:
Device evaluated by MFR: a 12 x 3.50mm promus premier select stent delivery system was returned for analysis. A visual examination of the stent found evidence of distal stent damage. The undamaged crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed signs of damage. A visual and tactile examination of the hypotube found multiple kinks and a break 39.8cm distal to the distal end of the strain relief. A visual examination of the outer and inner lumen and mid shaft section found the wire lumen damaged 19.6cm distal to the port site. No other issues were identified during the product analysis.

Event description:
It was reported that difficulty cross a lesion occurred. The 80% stenosed target lesion was located in the moderately tortuous and moderately calcified left circumflex coronary artery (lcx). A 12 x 3.50 promus premier select drug eluting stent was advanced but failed to cross the lesion. The device was removed and the procedure was completed with another of the same device. There were no complications reported and the patient was stable following the procedure. However, the device returned and device analysis revealed a shaft break and stent damage.